Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis was unable to confirm the customer comment of the unit at times freezing during its boot up, it booted normally at testing however it was additionally noted that an error was found in the error logs five times. The hard drive was reconfigured and the software reloaded. (B)(4).

Event description:
It was reported that the programmer would at times freeze during its boot-up. The programmer was returned for service. No patient complications have been reported as a result of this event.